Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital on (B)(6) 2018. Upon review, the right ventricular lead showed ineffective anti-tachycardia pacing leading to high voltage therapy. Prior event of crosstalk and syncope, coupled by poor capture led the physician to decide image the lead. The lead was pulled back into the atrium. The lead was explanted and replaced on (B)(6) 2018 without complications. The patient would be followed up normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead exhibited high pacing threshold.